Manufacturer narrative:
Control solution- control solution range: 82-127 mg/dl. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called in reporting a discrepancy between her readings using her nova max link meter. (B)(6) 2016 @ 8:15pm blood glucose 113 mg/dl. (B)(6) 2016 @ 10:14pm blood glucose 525 mg/dl. (B)(6) 2016 @ 10:43pm blood glucose 145 mg/dl. Consumer usually takes 5.0 units of insulin, however based on 525 mg/dl blood glucose reading consumer administered 8.0 units of insulin and drank a half bottle of water. The consumer then reported, "....she felt "shaky" few minutes later"; based on how she was feeling, the consumer 'ate toast with cheese and crackers' reported she slowly started 'feeling better'. The consumer then performed a blood glucose test at 10:43pm getting a result of 145 mg/dl.

Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The complainant returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution and blood) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.